Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection of the returned device, it was observed that the distal end had residual liquid and the inside of the light guide lens had foreign objects. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to the finding in b5, the evaluation also found the following: grip had a scratch. The forceps channel port was shaved. The plug unit had a scratch. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The image guide protector was damaged. The distal end was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and additional information including reprocessing steps are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the likely cause of the inside the light guide (lg) lens being dirty due to lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invading the lg-lens which led to corrosion. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope the event can be detected by following the IFU section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.